Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
No issues were found that would result in a needle mechanism failure. The pod was in pod state 14 indicating that pod activation was not completed after the fill had finished. The download data also showed that an 0x4e alarm, indicating that the saw trim was out of specification, had been generated while the pod was in pod state 14. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing the activation process or result in a hazard alarm. The exact cause of the 0x4e alarm could not be determined.